Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
Complaint # (B)(4). Per additional information received, the patient has experienced pain, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia, and vaginal scarring.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced yeast and recurrent urinary tract infections, itching, burns, swollen, dysuria, leakage, vaginitis, vulvitis, atrophic vaginitis (inflammation), skin rash secondary to macrobid, vaginal bleeding, bright red blood and bleeds after sex (blood loss), anxiety, depression, unspecified lower back problems, fibroids, leiomyoma of uterus, recurrent rectocele (prolapse), vaginal discharge and odor, irregular vaginal bleeding and postmenopausal bleeding (intermenstrual bleeding), atony of bladder, painful intercourse, skin loose around vaginal area, vaginal irritation, feels pressure, leukocytes, nitrates and blood in urine (hematuria), urinary frequency, urinate nine times at night, bladder pressure, vagina and vulva pain, posterior vaginal os superficial tears, low red blood cell count and required nonsurgical interventions.